Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es, the station was offline mode. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was in offline mode. A field service engineer connected with site it and provided remote support confirmed that the issue was related to the site network, and no repair was needed. The customer reported that the station was functional. The system was intended after the field service engineer verified the issue.